Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited device protrusion. There were no additional adverse patient effects reported. As of this time, the device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited device protrusion. Reportedly, the patient felt dizzy two hours after the implant and tripped due to vibrating sensation felt at the implant site. There were no additional adverse patient effects reported. As of this time, the device remains in service. Additional information was obtained that the patient had chest pain and cyanosis. No additional adverse patient effects were reported.